Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Device discarded, single use device.

Event description:
The customer reported false positive result for the ID now covid-19 2.0 assay for a patient performed on (B)(6) 2023 on a nasal swab. Confirmation testing was performed using pcr on a saliva sample, which generated a negative result. The patient was reported to have had a fever at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m218845 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m218845 and test base part number 192-430 / lot m218845. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot m218845 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. H3 other text : device discarded, single use device.

Event description:
The customer reported false positive result for the ID now covid-19 2.0 assay for a patient performed on (B)(6) 2023 on a nasal swab. Confirmation testing was performed using pcr on a saliva sample, which generated a negative result. The patient was reported to have had a fever at the time of testing. No additional patient information, including treatment and outcome, was provided.